Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient has just begun aligner treatment, they reported that they are experiencing swelling by their tongue and pain. They were examined by their pcp and referred to ent specialist. We are treating this event as an allergic reaction and inflammation. Further information has been requested from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.